Event description:
It was reported the patient had gained an excessive amount of weight. In turn, the patient experienced discomfort in the rib cage due to the ipg location. The event date is unknown. As a result, the patient had surgery to reposition the ipg on (B)(6) 2015. The issue resolved by surgical intervention.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.